Event description:
Medline industries, inc. Standard suction swab kits with biotene (oral swab) broken off inside the patient's mouth. Part of it was not retrieved. Patient tested positive for covid-19 so swab was not kept. This is an ongoing problem with this device.